Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked luer connector was confirmed and the cause appeared to be manufacturing related. The product returned for evaluation was a 6fr t/l powerpicc solo catheter. The white solo connector cap contained a break within the luer threads and broken pieces were found within the male luer connector of a returned injection cap. Microscopic examination of the fracture surfaces showed that they were rough and granular in nature. The sample was sent to the manufacturing facility for further review. Manufacturing evaluation the complaint for ¿valve cracked¿ is confirmed according the evaluation of the sample received which showed an inconsistency in the molding valve. The manufacturer will continue to monitor and trend for this issue.

Event description:
It was reported by the facility that the line was successfully inserted without issue, however the following day the white port on the 6fr triple lumen was cracked down the hub. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebr0557 showed one other similar product complaints from this lot number. Device not returned, at this time.

Event description:
It was reported by the facility that the line was successfully inserted without issue, however the following day the white port on the 6fr triple lumen was cracked down the hub. No patient injury was reported.